Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported that universal seal had a significant air leakage when using 5 mm instruments, and it was difficult to maintain pneumoperitoneum. The procedure was completed with no reported injury. Intuitive followed up and obtained additional information. The procedure was a gastrectomy. When the seal size changed to 5-12mm, inserting a 5mm laparoscopic instrument into the trocar resulted in gas leakage through the trocar. This did not occur with the previous 5-8mm seal. When a 5mm laparoscopic instrument is inserted and moved through the trocar, gas leaks through the instrument entry point of the trocar. The gas leaks slowly but maintaining intra-abdominal pressure is difficult due to the continuous use of the laparoscopic instrument. Difficulty in maintaining intra-abdominal pressure resulted in reduced visibility. Especially during bleeding, when using suction-bovie instruments, gas leakage from both sides caused a rapid drop in intra-abdominal pressure, leading to the interruption of the surgery. The surgery was continued after replacing the seal with a 5-8mm one. No video or image of procedure is available. No return will be made.